Event description:
A report received from (B)(6) stated an 840 ventilator experienced an oxygen (o2) sensor device alert while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There were no patient injuries reported.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and determined the cause of the event was an oxygen sensor mechanical defect. The o2 sensor was found to be broken between the base/socket and body. The cse replaced the o2 sensor to resolve the reported issue. The device passed all calibrations and testing according to manufacturer specifications. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013. (B)(4).